Manufacturer narrative:
The customer replaced the ise reagents and performed qc. The customer reported the ise qc results were low. It was reported the ise bath was overflowing with fluid. The field service engineer cleared and adjusted the pinched vacuum tubing from the rinse mechanism bracket. He inspected the vacuum tubing for damage and found no damage. He performed a successful ise check, ise calibration, and qc. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results na results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, it was reported the qc was acceptable. The patient's initial na result was reported outside the laboratory. The patient's doctor questioned the reported result. The customer performed repeat testing with the sample on a cobas 4000 c (311) stand alone system. The patient's initial na result was 120 mmol/l. The patient's repeat na result was 130 mmol/l. The repeat na result was determined to be correct. A corrected report was provided. The na electrode lot number was 10825468 with an expiration date requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the sample and no fibrin or clots were observed. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.